Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not communicating. The technical support specialist (tss) dialed into the device, logged in, and checked the sync status, which showed the last server communication as outdated. Launched ssms via command shell and ran the hardware failure query, which returned null. Verified that there were no hardware failure error icons on the screen. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stopped communicating, drawers and refrigerator were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stopped communicating, drawers and refrigerator were not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.